Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the production lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: (B)(4). The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient (age not provided), initials unknown, with osteoarthritis (kellgren-lawrence grade 3 with mild prior effusion). (B)(4). The patient's medical history was significant for previous use of one synvisc course (it was reported that the age of the patient at the time of first injection of first course was (B)(6)). On (B)(6) 1999, the patient initiated treatment with second course of intra-articular synvisc (hylan g-f 20) injection, in the right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 1999, the patient experienced synovitis of right knee. The patient experienced mild right knee effusion and 25 cc of clear yellow fluid with debris was aspirated. The patient received treatment with intramuscular celestone (betamethasone) at a dose of 02 cc for synovitis of right knee and right knee effusion. On (B)(6) 1999, the patient experienced another episode of synovitis of right knee. The patient also had mild to moderate right knee effusion and 11 cc of clear yellow fluid was aspirated. On (B)(6) 1999, the patient again experienced synovitis of right knee and received treatment with celestone and xylocaine (lidocaine) at a dose of 01 cc. On an unspecified date in 1999, (B)(6) weeks after the first episode of synovitis of right knee, the patient recovered from the event. The outcome for the event of right knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis of right knee was mild and for the event of right knee effusion was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related and did not provide the relationship between synvisc and the event of right knee effusion. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).